Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus and audio/beep anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08770 inches. Insulin pump was received with corroded battery tube noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed but there were no alarms in the alarm history. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer also reported that their blood glucose levels would go up when the reservoir is not full. The pump continued to drip insulin after the customer had stopped pressing buttons during the prime process. Troubleshooting was completed. The insulin pump will be returned for analysis.